Manufacturer narrative:
E1: full establishment: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when using the deflectable videoscope, the image turned white and was not visible. Attempts were made to reduce the brightness and re-obtain the white balance, but the issue was not resolved. The malfunction occurred during a therapeutic transvaginal mesh procedure. The procedure was completed with the same device with no delays. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, threfore, the reported failure was not confirmed. Based on the results of the investigation, a probable cause could not be determined as the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.